Event description:
It was reported that the bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter: "we ordered 2 boxes of the 1ml syringes and the packages of syringes had dirt or debris in the sealed package."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed